Event description:
It was reported that during a da vinci-assisted simple transabdominal prostatectomy surgical procedure, the customer reported to technical support engineer (tse) that the set up joint (suj4) flex had a drifting issue. Tse requested video with customer and found suj4 flex could be moved about 1 to 2 centimeters without brake being released. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was suggested to check set-up joint (suj4) flex functions, check all screws and tighten the loose screws as needed, and replace flex as needed. The customer refused the service. The complaint was not confirmed based on the field evaluation. The probable root cause may be attributed to mechanical looseness in the suj4 flex joint, likely due to loose screws. The reported issue suggests degraded or insufficient fixation within the flex mechanism. This issue can be resolved by tightening the suj screws or replace the flex assembly (if applicable).